Manufacturer narrative:
Evaluation / investigation: a review of complaint history, the device history record, documentation, instructions for use, and specifications was performed. A visual inspection of the device was also conducted. One ncircle tipless stone extractor was returned for evaluation. The device was returned with the unidex handle and the basket formation both in the open position. The collet knob was tight and secure. The male luer lock adaptor (mlla) was tight. A visual examination determined one basket wire had separated from the distal cannula. There was no loose fragment as the other end of the wire remained attached. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record review was performed and noted one non-conformance not related to the complaint issue. This item was scrapped. A review of complaint history found there have been no other complaints received for the complaint device lot number. Based on the provided information and the investigation evaluation a definitive root cause for the reported issue could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported that the basket of an ncircle tipless stone extractor was found damaged when tested prior to performing an unspecified procedure. The damage was identified as a broken wire of the basket. The device did not come in contact with the patient. The physician completed the procedure with another ncircle tipless stone extractor device.